Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 117-118 mg/dl. The customer continued to use the pump for insulin therapy.